Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed check infusion line. Functional testing was performed and the reported issue was confirmed. The cause was traced to a faulty square shaft and potentiometer position sensor. The square shaft and potentiometer sensor were both replaced to address this issue.

Event description:
It was reported that the pump had a false occlusion error during testing. There was no patient involvement. Evaluation of the returned device confirmed the reported issue was due to a faulty square shaft and potentiometer position sensor.